Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that she changed her infusion set and she noticed it did not insert completely with the serter so she manually pushed the infusion set to fully insert. Customer stated she treated with insulin pump before going to bed and woke up at 3:00 am and her blood glucose was over 400 mg/dl; customer treated with manual insulin injection and changed the infusion set again. She stated the cannula was bent on the infusion set removed. Customer stated that the blood glucose level was dropping but she was vomiting and in pain and had to go to the hospital. Customer also reported that she has been having problems with inserting the sensors because they are getting stuck in the serter and not sticking to the skin. Current blood glucose is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report on insulin pump 3004209178-2014-87264 regarding this event.